Event description:
The physician reported as "pt was presenting with strange symptoms, but with investigation there did not appear to be any problems with the band. Surgeon felt that this could have been a band allergy, so decided to remove it."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 05/may/2009. The rptr of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergic reactions are addressed in the labeling. "Pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."